Manufacturer narrative:
A water hose which connects to the reliance endoscope processor unit filter assembly leaked water onto the floor. User facility personnel immediately shut off the unit's water supply and contained the water on the floor around the unit. A steris service technician arrived onsite to inspect the reliance endoscope processing system and found a hole through the outer layer of the braided hot water hose. The technician replaced the braided water hose, ran a test cycle, and found the unit to be operating properly. The unit and braided hose were installed at the user facility june of 2007 and have been in use for approximately 10 years. No additional issues have been reported.

Event description:
The user facility reported their reliance endoscope processor was leaking water. No report of injury, procedure delays or cancellations.